Event description:
It was reported that the device was suspect of early battery depletion. It was noted that the device went to elective replacement indicator (eri) three years and two months post implant. It was also noted that the device was programmed with high right ventricular(rv) outputs. Follow up information obtained confirmed that the right ventricular (rv) lead had high thresholds. The device remains in use but is planned to be explanted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was further the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A 693558 implantable tachy lead, (B)(6) 2010. A 407645 implantable pacing lead, (B)(6) 2010. A 419478 implantable pacing lead, (B)(6) 2010. (B)(4).